Manufacturer narrative:
Sw 2.8c. Unit not received in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected power loss error messages or battery power loss anomalies noted during testing. Pump trace download analysis confirmed the pump alarmed power error detected alarms. The power management tool confirmed was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, stained keypad overlay buttons, cracked reservoir tube lip, partially detached retainer, peeling end cap address label and corrosion in battery tube.

Event description:
Customer reported she has called previously about getting a power loss error and that her battery cap comes separate from contacts. Customer completed troubleshooting, was sent a new battery cap and was told to monitor pump. Customer states that the power loss error she was having with her insulin pump continue to persist after initial call. The customer was advised that the device would be replaced. The insulin pump was returned.